Event description:
Follow-up with the medical examiner¿s office revealed that an external autopsy of the patient was performed. The cause of death was determined to be seizure disorder due to hydrocephalus with contributory causes of hypothyroidism and gerd. The manner of death was natural. It was not believed that the vns device was removed from the patient as only an external autopsy was performed.

Manufacturer narrative:
Review of programming and diagnostic history performed.

Event description:
It was reported that the vns patient passed away on (B)(6) 2011. The patient¿s epileptologist did not have any information regarding the patient¿s death.